Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from thirteen years to six and a half years in a span of fifteen months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing for an unknown reason. This appears to be a hardware malfunction. The power consumption may continue to increase and further impact longevity. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from thirteen years to six and a half years in a span of fifteen months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing for an unknown reason. This appears to be a hardware malfunction. The power consumption may continue to increase and further impact longevity. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The cause not established conclusion code was selected based on the observation of a failure mode (defect, malfunction or abnormal damage). However, probable cause could not be determined because the failure mode could not be reproduced during lab analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from thirteen years to six and a half years in a span of fifteen months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing for an unknown reason. This appears to be a hardware malfunction. The power consumption may continue to increase and further impact longevity. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.